Manufacturer narrative:
(B)(4). The customer reported that the device fails to fully power up for use, displaying the message / instruction defib failure cycle power with error code 01000. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and confirmed this malfunction. Philips resolved this malfunction by replacing the power pca and the control pca. We cannot determine the specific cause of this malfunction since multiple parts were replaced.

Event description:
The customer reported that the device fails to fully power up for use, displaying the message / instruction defib failure cycle power with error code 01000. There was no report of pt involvement or adverse pt impact.